Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 20-0074 corrective action 6. No product was returned. Therefore, no physical investigation can be executed. The first approach is made upon the forwarded pictures by the customer. The upper right picture confirms the missing pins at both joints of the forceps. The complaint records have been analyzed for similar cases. 18 similar cases according to the failure description were found. The very most were classified as user caused due to mechanical overload. No indications for a systematic issue. An operator error is assumed. 28162fl is discontinued since 14.08.2020. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was event with a biopsy forceps. According to the information received, the small pin at both joint of the forceps suspected to be loosen and missing during the case. CT has been performed and one metal foreign body has been found. Information about patients health was not provided. Additional patient information is not available.